Event description:
It was reported that during a stenting treatment procedure withdrawal difficulty occurred. Access was obtained via the femoral artery. The lesion being treated was located in the mildly calcified, moderately tortuous left circumflex artery. While using a non-bsc 6f guide catheter and a non-bsc guide wire, the physician predilated the target lesion with a 2.25x15 apex balloon catheter. The physician advanced a 2.25x16mm promus element plus stent delivery system (sds) to the target lesion. The balloon was inflated at 13atms for 8 seconds and 8atms for 40 seconds. Upon removal of the sds there was significant withdrawal resistance. After several attempts and additional force, the sds was removed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Correction - ae or product problem - corrected from reported issue is both an adverse event and product problem to product problem. Correction - type of reportable event - corrected from serious injury to malfunction. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, withdrawal difficulty occurred. Access was obtained via the femoral artery. The lesion being treated was located in the mildly calcified, moderately tortuous left circumflex artery. While using a non-bsc 6f guide catheter and a non-bsc guide wire, the physician predilated the target lesion with a 2.25x15 apex balloon catheter. The physician advanced a 2.25x16mm promus element plus stent delivery system (sds) to the target lesion. The balloon was inflated at 13atms for 8 seconds and 8atms for 40 seconds. Upon removal of the sds, there was significant withdrawal resistance. After several attempts and additional force, the sds was removed. No patient complications were reported and the patient's status is good.